Manufacturer narrative:
This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Report source foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat the shunt vessel. During inflation, the balloon ruptured at 14 atm. The procedure was completed with a competitor device. No patient injury reported.